Event description:
It was reported that a spectrum pump alarmed sys error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom sys error 322. Eval could not identify a specific component as the cause of the error. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.